Event description:
It was reported to boston scientific corporation that the patient was implanted with the lynx suprapubic sling system during a procedure on (B)(6) 2011. Reportedly, the patient has not returned to see the physician since the implantation. No additional information is available.

Manufacturer narrative:
.

Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was used during a sling placement procedure (exact date unknown). According to the complainant, the surgical implant was performed to treat the patient's stress urinary incontinence and/or pelvic organ prolapse. The patient suffered significant physical pain including, but not limited to "recurring prolapse, bowel blockage, as well as abdominal and vaginal pain. The patient's condition at the conclusion of the procedure and the patient's current condition are unknown and reportedly unavailable.